Event description:
Return reason: connection thermal peeler interrupted. Analysis: investigation found bare wires exposed. Remedial action: mfg and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further action is necessary.